Event description:
A report was received that the patient experienced a cerebrospinal fluid (csf) leak. The physician drained the fluid that had formed over time into a lump in the patient's back. The physician suspects that the cause of the csf leak was due to patient having a very thin dura. The physician does not suspect infection and the patient is recovering well.